Event description:
Information received from the field notes that transtele- phonic monitoring indicated possible oversensing. During an office evaluation, interrogation noted dashes (---) for many parameters. Programming and return to standard (rts) did not change the parameter values. Attempts to download the microprocessor were unsuccessful. The patient experienced minor pocket stimulation in the rts unipolar polarity, and attempts to program to bipolar were unsuccessful.